Event description:
It was reported that the device exhibited a cassette sensor error. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing found that the downstream occlusion (dso) pressure reading is volatile and high without applying pressure. A review of the event history log revealed multiple 'high alarm: cassette not attached properly' errors. The dso senor was noted to be corroded and the upstream occlusion (uso) seal to be buckling. The dso sensor, dso bezel, dso seal, and uso seal were replaced to address the issue. The dso/uso sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.